Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the sensor break. Customer's blood glucose at time of incident was unknown. Customer reports the sensor cannula fractured while in the body. Customer reports the sensor cannula is still in the body. Customer was reassured from our experience it is unlikely the sensor fractured and is most likely the result of a sensor retraction. Customer was advised to return the sensor for analysis and that once available we will let them know the results of the analysis. Customer was advised to contact their healthcare provider for treatment and x-ray will be able to locate a sensor cannula in the body.